Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that she kept receiving no delivery alarms and her blood glucose increased to 619 mg/dl. The patient experienced most notable symptoms of high blood glucose, and she attempted to treat with the insulin pump. She then went to the ER for further treatment. The patient was treated with an insulin IV and monitored. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device settings were programmed accurately. The cannula was normal, but her site was sore. The customer also mentioned that the no delivery issues were resolved by changing the infusion set and reservoir. No products were returned for analysis.